Event description:
Customer received an isolated high free t3 result of 7.5 pmol/l, for one pt sample, which may contain interferences. No information provided to determine if pt was adversely affected. If additional information is received appropriate notification will be provided.